Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During in-clinic follow-up, noise was observed on the right ventricular (rv) lead which led to false ventricular fibrillation detection with anti-tachycardia pacing and an aborted shock. Lead damage was suspected; however, further information was requested but not received. The patient was stable.